Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can it be confirmed on the 1st firing that there was a complete cut line? Can it be confirmed that no staples were visible? Did the issue with device occur on the 1st firing? Where is the physical location of device? Is it available for analysis? Are any photos/videos available? Is there any other pertinent medical history of patient? Patient age? What is the current patient status?

Event description:
It was reported that an ets45 gun with white vascular reload used for pharyngeal pouch operation. Surgeon fired the gun and the tissue did not seal, surgeon believes it fired without staples. Patient bled (400-500ml of blood loss). Patient was already anaemic and so surgeon decided to give him a blood transfusion. They took out the gun and reloaded again with a white reload, they decided to try it outside of the patient first - the gun subsequently locked out. (I have the gun loaded with the cartridge). I do not have the original cartridge fired in the patient. They then used an ets35 (now discontinued), with a blue reload to finish the operation successfully.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r58g9k. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received fully loaded with staples and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. Although the clamping mechanism was found to be in good condition, it is possible that the broken pieces of the firing trigger jammed the clamping mechanism. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can it be confirmed on the 1st firing that there was a complete cut line? This can't be confirmed but the device did cut the tissue. Can it be confirmed that no staples were visible? They did not witness any staples. Did the issue with device occur on the 1st firing? Yes. Where is the physical location of device? Is it available for analysis? I sent this back a few weeks ago and I sent you the fedex tracking number. .are any photos/videos available? No. Is there any other pertinent medical history of patient? Patient age? Patient was anemic, I did not get any other information. What is the current patient status? Following a blood transfusion and successful use of the ets35 with a white cartridge the patient was ok. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the surgeon planning on blood transfusion in advance or was one given to patient due to issue experienced with device?